Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme abdominal pain and cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), dysmenorrhoea ("severe menstrual cramps"), menorrhagia ("increased menstrual flow"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, vaginal discharge and vaginal infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device was carefully pulled out actually in 4 fragments") and abdominal pain ("extreme abdominal pain") in a 24-year-old female patient who had essure (batch no. 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, urinary tract infection, sebaceous cyst, epidermal inclusion cyst, multiparous, multigravida, miscarriage, paratubal cyst, vaginal delivery and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"), menorrhagia ("increased menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea"), malaise ("malaise") and abdominal pain lower ("cramping"). The patient was treated with surgery (removal of essure/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: quality safety evaluation of ptc and the event extreme abdominal pain and cramping was split for coding purpose. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device was carefully pulled out actually in 4 fragments") and abdominal pain ("extreme abdominal pain and cramping") in an adult female patient who had essure (batch no. 623219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, urinary tract infection, sebaceous cyst, epidermal inclusion cyst, multiparous, multigravida, miscarriage, paratubal cyst, vaginal delivery and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramps/dysmenorrhea (cramping)"), menorrhagia ("increased menstrual flow"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction to nickel"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), nausea ("nausea") and malaise ("malaise"). The patient was treated with surgery (removal of essure and removal of essure/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, allergy to metals, dyspareunia, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, nausea, malaise and vaginal haemorrhage outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, malaise, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received with her demographic details updated. Case medically confirmed. Following events were added: pelvic pain,device breakage and abnormal bleeding (vaginal). Lot number added. New reporter added. Race information added. Event outcome added for pelvic pain. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.